Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on may 20, 2007 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist was not able to reach the patient via phone after several attempts. A letter was also sent to the address provided. The patient reported that she had blurred vision and felt like she was "walking on clouds". She attempted to test on the reported meter during the time she experienced these symptoms. However, the patient could not obtain a result due to the power issue. She mentioned that she had not tested for a while. She received assistance from the emergency room two days earlier and was tested on the ER meter with a result of 486 mg/dl. She was treated with insulin. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The patient had replaced the battery in the meter per the owner's manual and the battery was correctly installed. The condition of the battery contact was also good. This complaint is reported because the patient alleged she was not able to test on the meter due to the power issue at the time she was experiencing the symptoms. She was treated for hyperglycemia at the emergency room. The power issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.